Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was returned for investigation. Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 47%, donor 2 hct: 39%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and retention strips: 2.5 inr. Donor #2: retention meter and master lot strips: 2.1 inr, customer meter and retention strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated the patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 12:17 p.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.2 inr. At about 12:47 p.m. On (B)(6) 2019, a sample from the patient was tested in the laboratory using an acl top 500 instrument with readiplastin hemosil reagent (by readiplastin), resulting with a value of 1.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient has been anemic in the past, but the reporter believes the patient's hematocrit level is in range for use of the meter.